Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer states, the bed frame is bent/sagging in the middle so much that they cannot get the pin in the frame to connect the two pieces.